Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is unavailable. Over-the-phone troubleshooting was preformed and the reported event was resolved by having the site turn off the system before clearing the e-stop. No parts were reported and no further issues were reported. Resolution was confirmed on-call.

Event description:
A site representative reported that, while in a spinal fusion procedure, they booted the imaging system and they received a message to prompt motion calibration. They calibrated motion and continued with the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Approximate patient weight provided. Issue was resolved by rebooting. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional.